Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is not an adverse trend for this type of event (only 1 month (B)(4) with only one complaint, no additional analysis is required) no additional actions are deemed required at this time. The issues with infection will continue to be monitored and corrective action will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to (B)(4) manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time the event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional unknown side "swelling and infection¿. The device has been explanted.